Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer was not detected on the bus. A field service engineer logged into hardware test application and opened the drawers, pressed down firmly on all row board connections, also opened back panel on the device, pressed on the row board connection there as well and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer rebooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where drawer 4.1 was not detected on the bus. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.